Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that they obtained a discordant, falsely elevated ctni result on a patient sample on the dimension vista 500 instrument. The customer indicated that they performed a patient correlation study, recovering acceptably. Siemens further investigated the instrument data and found no issue with the instrument or reagent. The calibration and quality controls (qcs) were within specifications and there were no process errors on the instrument at the time of the event. Siemens determined that the affected sample was initially processed from a sample cup container (ssc) cup and that the initial result and one of the repeat results were obtained using the same reagent cartridge and well. The affected sample had a hemoglobin index of 3, indicating that there was a presence of hemolysis in the sample. Siemens observed that the aspiration profile for the sampling with the discordant result was atypical. Siemens determined that the cause of the discordant, falsely elevated ctni result was potentially due to a sample integrity issue. The instrument is performing according to manufacturing specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (ctni) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s). The sample was rerun on the same instrument and an alternate dimension vista instrument, resulting lower. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni result.